Event description:
The customer went to the doctor due to high results on her device. She states that customer's device ead 160mg/dl while the doctor's device read 76mg/dl. No treatment received. Quality controls were used and fell outside acceptable limits. Requested return of suspect device and replacement was sent.